Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the error 22023 could not be replicated. The unit was installed onto a system, was able to start in normal mode with no errors and was able to drive an endoscope with no issues. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the instrument movements were opposite of surgeon's hand movements. The technical service engineer (tse) recommended ensuring camera was installed with correct orientation. Issue persisted after reseating the endoscope into the universal side manipulator (usm) arm 3. Recommended power cycle, to reorient the system configuration to default. After power cycle, usm arm 3 was yellow, and homing did not complete. Tse recommended removing the endoscope and reseat the sterile adapter. Issue resolved after customer discovered usm arm 3 was colliding with usm arm 2. Customer undocked usm arm 3 and completed homing; redocked usm arm 3 and reinstalled adapter and endoscope. Tse observed error 22023, indicating gravity compensation is out of range on usm arm 3. The error has been occurring for a while. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed the issue and replaced usm arm 3. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Isi has received the usm arm; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.